Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported hypotension occurred due to an existing pericardial effusion. A left atrial appendage (laa) closure procedure was performed. It was documented there was no pericardial effusion at baseline. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but had to be partially recaptured and repositioned three times. They decided the device position was unstable, so they fully recaptured and removed the delivery system from the patient. The patient¿s blood pressure dropped a little bit. A pericardial effusion sweep was performed and they noticed a pericardial effusion of 1.5cm in the four chamber view on the transesophageal echocardiogram (tee). They decided to proceed with the procedure. Another 27mm wds was used. The closure device was deployed and implanted successfully. After the closure device was implanted, the patient¿s blood pressure dropped again to around 60/30. A pericardiocentesis was performed which removed only 30cc¿s of fluid from the pericardium and removed the drain from the patient. The fluid removed was yellowish in color, not red. Based on the color of the fluid and the amount that was able to be drained, they determined that the patient had an existing chronic pericardial effusion. There were no further patient complications. The patient was discharged the following morning.